Event description:
The customer reported false reactive architect total b-hcg generated from an architect i2000sr and provided the following data: reference: = 5.00 miu/ml (5.00 iu/l) is negative, = 25.00 miu/ml (25.00 iu/l) is positive, greater than 5.00 miu/ml and less than 25.00 miu/ml will be reported with concentrations only (grayzone), which no interpretation will be reported for these grayzone results. On (B)(6) 2024 sample ID (B)(6) initial result was 25.92 iu/l (positive) and repeat result was <1.2 iu/l (negative). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). The architect i2000sr, serial number (B)(6) was evaluated. The customer was visually inspecting the reagent syringe drive assembly after the service visit. Replacement and calibration of the arc, probe resolved the issue. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with the customer reported event. A review of tracking and trending did not identify a trend for the arc, probe or the architect system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the arc, probe as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.